Manufacturer narrative:
H3: product analysis of the device found that visually, the product was returned in a zip lock bag. There was a syringe attached to the pilot balloon and an orange tape wrapped around the tube when returned. There were traces of liquid inside the tube and contamination on the cuff (light green in color). Under the magnification, there were traces of voids noted on all trace pads. The continuity test was performed and electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 14.6 ohms (red), 62.7 ohms (red/white), 27.6 ohms (blue), and 23.5 ohms (blue/white), all within specification. The tube was manipulated (used stylet) by being reshaped (specifically near the clamp shell) and tested again for continuity check and resulted in all leads being within specification. Functionally, the device was connected to a nim system (trace pads were submerged in a saline solution) and while manipulating with a stylet, both channels (vocalis1 and vocalis2) failed electrode check. However, during the functional test, the channel1 (vocalis1) had a lead off error detected, while channel2 (vocalis2) was noisy. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 45 min into the procedure, the left channel started making tons of noise and showing waveforms about 6000uv. The right thyroid lobe was already removed, and the surgeon started closing so we just turned down the volume on the nim. There is no patient injury.